Event description:
The facility patient care director reported the footswitch was not recognized by the system during surgery. They borrowed another footswitch and the surgery was completed as planned. The case was extended by one hour. The borrowed footswitch was working intermittently. There was no patient harm reported. Three cases were cancelled.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The internal footswitch cable was reseated. The pneumatic connector was replaced and disposed of in the field. The system was then tested and met all product specifications. This report was mailed to FDA on: 07/16/2009.